Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial lead was found to have oversensing of noise, leading to inappropriate automatic mode switch. No interventions were performed. The patient was stable throughout.